Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Allegedly, patient is suffering from possible modular neck fracture.

Manufacturer narrative:
After the initial report it was determined that this incident was previously reported under MDR # 1043534-2011-00904. Please void the initial and final reports.